Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation of the esophagus procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to inflate the balloon was made; however, the balloon would not inflate. Reportedly, the device was taken out of the scope and noted that a pinhole-like hole was found. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter city: (B)(6). Problem code 1504 captures the reportable event of balloon pinhole. Investigation results a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the balloon was inflated normally and without issues. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 11:30 am CT.the report number is being corrected from: 3005099803-2018-61949to: 3005099803-2018-61405.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a dilation of the esophagus procedure performed on (B)(6) 2018. According to the complainant, during the procedure, an attempt to inflate the balloon was made; however, the balloon would not inflate. Reportedly, the device was taken out of the scope and noted that a pinhole-like hole was found. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.